Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted. The explanted ipg and leads will not be returned. Additional information was received that the patient no longer needed device due to scheduled back surgery.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5153101/7072738.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted. The explanted ipg and leads will not be returned.